Event description:
Pt was having an outpatient procedure done on sinus cavity utilizing a medtronic landmarx element. Unit was calibrated prior to procedure; once procedure began the unit appeared to go back to the beginning screen of calibration. Staff contacted medtronic rep by phone and rec'd instructions. Clinical engineering documentation shows tested and verified that the unit is losing track of probe location. Unit pulled out of service and is being held in the clinical engineering dept for further testing by an external expert.